Event description:
Pt called in 4/2002 alleging their meter was not functioning properly due to "insert strip" and "not ok" messages. Pt stated that due to the seizures they have been having pt dosen't remember much info and has been speaking slowly. Doctors have not discovered why pt has the seizures, stated it could be their blood sugar and may also be due to a lack of sleep. Pt stated they have been able to test intermittently, but pt has not been taking their regular set amount of insulin based on readings if the meter was not working. Pt stated that last night, pt had a seizure and the paramedics came over and tested their sugar and stated it was too low. Pt was treated with food. The meter has stopped working completely because pt's sugar and stated it was too low. Pt was treated with food. The meter has stopped working completely because pt dropped the meter two days ago. No further info has been reported.